Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. The patient remained ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient received a driveline fault alarm from their system controller. The patient was reported to be asymptomatic. A system controller log file was submitted to the manufacturer's technical services representative for review. Based on the driveline values, there appeared to be some early wire fatigue but no indication of a broken wire. It was reported that the alarm was cleared and did not return. The system controller remained in use. On (B)(6) 2016, the patient received another driveline fault alarm and presented to the ed. On (B)(6) 2016, the manufacturer's technical services performed an external driveline replacement due to the repeated driveline fault alarms, but on (B)(6) 2016 the alarms returned. A system controller log file submitted confirmed the reported event and appeared to be consistent with prior log file driveline data. On (B)(6) 2016, an additional log file revealed that the latest driveline data was trending downward indicating that the suspect wire was continuing to degrade, but did not appear to be completely broken. The center plans to continue to monitor the patient closely. It was reported that the patient would be listed for transplant.

Manufacturer narrative:
The report of driveline fault alarms was confirmed based on the evaluation of the submitted log file; however, the driveline fault alarm was not reproduced during evaluation of the returned portion of the driveline. A correlation between the reported event and the evaluation of the returned driveline could not be determined. A distal end percutaneous lead replacement was performed and approximately 22 inches of the distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline in its returned condition found all wires were electrically intact and resistance testing using a micro ohm meter found that each wire had approximately the same resistance. Removal of the outer silicone jacket and clear bionate layers revealed some minor breakdown of the braided shield along the length of the driveline. Visual examination and high potential testing of the underlying wires found no areas of compromised wire insulation. Manipulation of the wires found each wire was intact. The returned portion of the driveline was connected to a test pump and test system controller and operated the pump with no notable alarms or issues. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.